Event description:
It was reported that a transmitter failed error occurred on for transmitter serial number (B)(6). However, transmitter serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0vdc. A review of the share logs was performed and transmitter failed error was found within the investigation window for transmitter serial number 8khg0u. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). B5: describe event or problem ¿ additional. D10: device availability ¿ additional. G4: date received by manufacturer ¿ additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: event problem and evaluation codes ¿ additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.